Manufacturer narrative:
(B)(4). Method codes: no testing methods performed. Results codes: no results available since no evaluation performed. Conclusion codes: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, and failure mode and effects analysis (fmea). The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. (B)(4). The system risk analysis (sra) was reviewed for manual clean & disinfect and the risk was identified to be "low." Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. Assignable cause is identified to be failure to follow instructions. The instructions for use (IFU) state unused portions of cidex® opa solution can be stored and used with 75 days once the bottle has been opened. Asp has not performed validations for the efficacy of the product over the 75-day storage period of unused portions. Therefore, anything greater than 75-days of an opened bottle is considered expired product. The technical service representative (tsr) provided customer education regarding the issue over the phone. The customer also indicated they have updated their procedures in accordance to the IFU for storage and reuse periods. Review of tracking and trending data did not reveal a trend. No further investigation is necessary at this time.

Event description:
A customer reported using cidex opa solution after the 75-day storage and use period of when the bottle was opened. The loads included seven (7) bronchoscopes that were released and used on patients. No reported serious injuries were reported. The customer stated they tested the cidex opa solution before each use and the solution met the minimum effective concentration (mec). However, per the instructions for use (IFU), it states cidex opa solution must be discarded after 75 days once the bottle has been opened. Advanced sterilization products (asp) is reporting this event since the product was used after the 75 days, and the loads were released and used on patients.